Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during an infusion set change. The insulin pump alarmed during the prime process. Insulin pump stuck in priming loop. The customer's blood glucose reading is 101 mg/dl. Caller stated that the drive support cap is loose. Customer dropped the insulin pump. Caller stated that insulin squirted out during the manual prime process. Advised caller that the insulin pump will be replaced. Nothing further reported.